Manufacturer narrative:
The device was received for evaluation. Visual inspection did identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported keypad broken which was reproduced with the last row not working properly. The reported condition was verified. The cause was determined to be keypad failure . The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad. The process step was during testing. There was no patient involvement. No additional information is available.